Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 1999 and mesh was implanted; and on (B)(6) 2005 mesh was implanted along with concurrent procedure for cystoscopy and vaginal hysterectomy; and also on an undisclosed date mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent 3rd degree vaginal vault prolapse.